Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) reached end of life in april. However, the patient did not hear the elective replacement indicator (eri) beeping that was expected. The clinician did not know when the device declared eri and believes no eri indicator was performed by the device. The current monitoring voltage was 2.53 volts and the charge time was 30 seconds. A guidant technical services consultant discussed that the monitoring voltage indicates there is battery life left, but recommended replacement due to eol and limited programmability caused by the long charge time.